Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: unk liner, lot: unk, part: unk head, lot: unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-04299.

Event description:
It was reported patient has been indicated for revision due to dislocation approximately 20 years¿ post-implantation. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g3, h2, h3, h6. Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Radiographs review identified the following: liner wear of the right hip arthroplasty with eccentric position of the femoral head as noted. No acute abnormality. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.